Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was unknown when the trial was initiated. It was reported that the patient was experiencing pain, discomfort/sorenesss/pinching. Patient started their second trial. They mentioned that the clinician redid their first surgery that was why it was painful in that area. Also, their stomach and left leg sore. It was unknown if the issue was resolved.